Manufacturer narrative:
(B)(4).

Event description:
Information was reported by health care professional (hcp) regarding a patient participating in the product performance (B)(4) clinical study. The pump was used to deliver gablofen. The indication for use was movement disorders. The patient had a lumbar site infection which resulted in an unscheduled office visit on (B)(6) 2015. The patient was given bactrim ds, clindamycin, and instructed to change dressing daily. The event was indicated to be related to the implant procedure. The event was ongoing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported on 2016-03-01. The pump was used to deliver gablofen (2000 mcg/ml at 300.1 mcg/day). It was noted that the event was not related to the device or therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the event resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the clinical diagnosis was updated to implant site infection.